Event description:
It was reported while using bd filter blunt fill needle foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about foreign matter. Foreign matter like black dust was on the needle. The product was returned and stored without being used. Possible lot number is either 220302, 220712 or 220704.

Manufacturer narrative:
H6: investigation summary: it was reported there was black dust on the needle. To aid in the investigation, a document was provided for evaluation by our quality team. The document shows two images; one is at 300x magnification and the second is at 150x magnification. There is also a chart that shows the foreign matter percent matching; 56% oxygen, 28.2% hydrogen, and 15.8% silicon. There are additional charts in a foreign language. No other information could be obtained from the document. A device history record review was completed for provided material number 30521104, lot 1298911. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with document provided the symptom reported by the customer could not be confirmed and a probable root cause could not be determined.